Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a problem with her blood glucose. Customer stated that she has been having high blood glucose for the last 2-3 months. Customer stated that her blood glucose is constantly between 200-400 mg/dl. Customer stated that her last blood glucose was 340 mg/dl without eating. Customer treated with the insulin pump. Customer was throwing up due to the high blood glucose. Troubleshooting was performed and customer stated that the cannula was bent not occluded. Customer was advised to do a complete set change. Customer's blood glucose was 301 mg/dl by the end of the call. Customer was explained that the leg was probably the best place to wear the set for the best absorption. In another call, the customer's last blood glucose was 263 mg/dl. Customer was advised that the tubing clamps will be shipped and she will need to call back to continue troubleshooting.